Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09951. 0001825034 - 2017 - 09952. Concomitant products: us257846 magnum trispike cup 46odx40id lot 523910, 103203 taperloc por fmrl 9x137 lot 005300. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined no action is necessary as no trends were identified. Root cause could not be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised 5 years post-implantation due to pain, swelling, inflammation, damage to bone and tissue, limited range of motion, and ambulation difficulties. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Revision op-notes indicate the patient underwent revision due to elevated metal ion levels. Significant fluid was noticed around th hip on entry of the capsule. Some of the fluid was discovered to be bit dark and looked purulent. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip has been revised approximately 5 years post implantation due to elevated metal ions and pain. The patient was revised to dual mobility. Fluid was found around the hip on the entry of the capsule. It was dark and purulent.